Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Since the subject device was not returned for investigation, the exact cause of the reported event could not be identified. Based on the results of similar complaints in the past, a load beyond the resistance strength was applied to the probe. This might have caused the probe to break. Likely causes of a load beyond the resistance strength was applied to the probe might be the following. The ultrasonic output was activating while twisting the scissors with grasping the tissue. The ultrasonic output was activating while the scissors was grasping the hard tissue or surgical instruments. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a hysterectomy, the subject device was used. The distal end of the device was broken off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.